Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes were missing lot numbers from the tube labels. This was not noticed until after blood collection. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes, d9: returned to manufacturer on: 08-may-2024. Investigation summary bd received one thousand (1000) samples and five (5) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing label information was observed. The batch number and expiration date were not printed on the tube label. Thirty (30) customer samples were randomly selected and evaluated by visual examination. The indicated failure mode for missing label information with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label information. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes were missing lot numbers from the tube labels. This was not noticed until after blood collection. There was no report of patient impact.